Event description:
Patient had a PICC line utilizing the green neutral IV connector cap. Upon entering the pt's room rn found the IV tubing had been disconnected and the IV connector had a crack in the outer shell. Blood had flowed out of the PICC line through the malfunctioned cracked port. Neutral IV connector was disconnected and replaced. Blood withdrawn from PICC and able to flush port. New tubing applied with new cap. No injury to patient. The facility has had six occurrences with this product in the last year. The company has had a problem with a "weld" earlier this year. The MFR has come to the site and has exchanged the product. The site has received follow-up letters that indicate that the issues are due to "weld failures."